Manufacturer narrative:
Gehc service personnel replaced interconnect cable and reseated sbc and tested system which is now functioning as intended.

Event description:
Customer reported that system failed to complete boot up. There was no risk or injury to patient. Case was completed using another of the facilities c-arms. All required service entries have been made with no further info to add.